Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the first console viewer was not moving. The console was confirmed to be in a good position, and the procedure was able to continue. The tse reviewed system logs and observed error 462 while the procedure was ongoing. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the surgeon side console (ssc) viewer to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 462 had occurred. Installed viewer on an internal equipment, fixture, or tool (eft) system and viewer functioned as designed. Power cycled several times and viewer controls worked with no errors. Unable to replicate reported issue during system testing. Root cause not determined at this time.